Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia also insulin pump received hardware low level failures alarm. The customer blood glucose level was 567 mg/dl at the time of incidence. Customer stated was treated with manual injection and declined to troubleshoot for the high blood glucose value. It was unknown that auto mode was used or not. Customer was able to clear the alarm also able to rewind the insulin pump. The insulin pump will be returned for analysis.